Event description:
A patient with kora 250 dr was confirmed to be in standby mode by regular follow-up on (B)(6) 2022, and was notified that it is currently operating by reprogramming to the original setting ddd.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A patient with kora 250 dr was confirmed to be in standby mode by regular follow-up on (B)(6) 2022, and was notified that it is currently operating by reprogramming to the original setting ddd.